Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint received with return of device. Failure event observed during analysis. Final analysis found that the lead was returned in three pieces. An insulation abrasion, exposing the outer coil was noted at 9.1 cm to 9.4 cm from the connector pin. The abrasion was consistent with constant friction with another implantable device. (B)(4). (B)(6).